Event description:
Hip replacement - redo. Stryker hip replacement; original replacement (B)(6) 2010. Replacement of defective device (B)(6) 2023. For 12 years, annual inspection on original device. High chromium and cobalt levels in my blood. After replacement on (B)(6) 2023, continue to have high cobalt and chromium levels. Ongoing soreness and pain; restricted activity. Attorney (B)(6) filed case with stryker in february 2023. No resolution - 1 year 2 months. Ref report: mw5154529.